Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing a daily check run. The fse resolved the complaint by replacing the deth board inside the detector and confirmed the detector temperature was within acceptable range. Fse performed the daily check and quality control run without errors, within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: [3034] detector temp. L-limit error. Cause: the detector temperature fell below the lower limit (standard: 32 c). No further operation will take place. An io flag will be attached to the measurement result. Action: check the heater and also the temperature sensor t200. It is necessary to switch the main power on again. The most probable cause of the reported event is due to faulty deth board inside the detector.

Event description:
A customer reported getting "3034 detector temperature low limit error" on the aia-900 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lhii), beta human chorionic gonadotropin (bhcg) and progesterone (progiii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The deth board was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported error was due to failure of the deth board. The most probable cause of the reported event is due to failure of the deth board.